Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen ("2000" concentration and unknown dose) via an implantable infusion pump. It was reported that the patient was no longer receiving relief from the pump. The pump was replaced on (B)(6) 2019. It was noted that the patient had a myelogram performed, but the results were not reported. There were no environmental, external or patient factors which may have led or contributed to the issue. The pump was in possession of the hospital at the time of the report, but they were told that the pump should be returned for analysis. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.